Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 78 mg/dl when she woke up this morning. Customer had taken a correction dose and waited and her blood glucose level went from 360 mg/dl to over 400 mg/dl after eating coffee and a bagel. Customer's blood glucose level was 360 mg/dl. Customer ran a manual prime and the insulin did exit. Customer thinks it might be a site issue and declined to continue troubleshooting. Customer stated that the cannula was bent. Customer thinks that the cannula got bent when it pushed up against her muscle. Customer was advised to do a complete set change. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.